Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "consult for leaking PICC 1cms staff redressed prior to my assessment. Dressing removed, no noticeable leaking from insertion site. When flushed (all lumens not being used) noticed drops on the lumen past hub. Removed PICC at this time." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 5fr tl powerpicc catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, two leaks were observed between the 0 cm depth marker and the nose of the molded joint. One leak occurred when flushing the grey lumen and the other when flushing the red lumen. The leaks sites were almost diametrically opposite one another. Microscopic inspection of the grey lumen leak site found a diagonal tear. The fracture edges were rounded and the the fracture surface was granular. At the center of the tear the tubing material was depressed, suggesting that additional external pressure was applied at that location. Inspection of the red lumen leak site found a circumferentially aligned tear. The fracture edges were rounded and the the fracture surface was granular. The fracture features of both tears indicated that tensile stress, shear stress, or a combination of the two had contributed to the observed damage. However, the observed fracture features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.